Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display, during drain 3 and priming. The technical service representative (tsr) explained the alarm and told the caller to disconnect the home patient (hp). The caller stated they will have the hp finish with manuals and be sure to drain the hp first. The tsr told the caller that the hp should press stop when disconnecting, to avoid the hc draining or filling without the hp being connected. The caller would inform the nurse of the alarm. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was confirmed because the patient reported disconnecting during therapy, and the root cause of the complaint was determined to be a use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.